Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Visual evaluation of the provided photo and returned product found the poly bag is torn with white foam debris covering the outer side of the bag. Sterility is considered not breached. Due to the amount of the debris, the debris would be considered unacceptable. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided for review. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the foam and plastic packaging that wrapped the implant was worn and there was white foam debris in the packaging. Another device was used for the surgery. Attempts have been made and all available information has been provided.